Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 411 mg/dl was (B)(6) 2018 at 11:45 am. Customer had pain from their head. Blood glucose value when admitted to hospital was 411 mg/dl. Customer blood glucose reading for time of the incident was 411 mg/dl. Customer current blood glucose reading was 462 mm/dl. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated manual injection. Customer reports site is changed (B)(6) 2018. The drive support condition was not mentioned. The customer was using auto mode feature during the incident. Customer did not perform high pressure test. Products will not be returning for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).